Event description:
The reporter indicated that the pt was admitted to the hosp on 10/8/98, after receiving seven shocks. He lost consciousness at home and was resuscitated by the rescue squad. It was believed that the shocks were due to inappropriate sensing. The abdominal implantable cardiac defibrillator was removed and the leads were capped. A competitor's implantable cardiac defibrillator and transvenous lead was then implanted in the pt.